Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had error b30, and scope other unspecified communication error. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection; however, a field service engineer assisted customer, and the reported failure was confirmed. The field service engineer found one of the scopes to consistently come up with communication error. All video system center processors works correctly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent b30 error is confirmed due to faulty scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.